Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the durepair dural graft (ID 62105) began to separate while it was being secured at the conclusion of a posterior fossa case. She noted that the graft did not appear to have the same strength or integrity as the demonstration sample previously provided. As a result, the physician elected to use duraflex bovine pericardium instead of durepair. There was no patient harm, and the situation was resolved without further issue.

Event description:
N/a.

Manufacturer narrative:
MDR cancellation request: please note that we erroneously submitted an initial MDR for this case. Integra is not the legal manufacturer for this product. As a result, no investigation results are required to be submitted for this event.